Event description:
The customer reported falsely decreased hemoglobin results generated on the alinity hq processing module for multiple samples. The customer noted some initial results were around 60 g/l and repeated within normal range on another instrument. No specific data or patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced the tubing kit 4 due to it being clogged/obstructed. The instrument service history review verified no subsequent complaints have been reported related to discrepant hemoglobin patient results for (B)(6). A review of tracking and trending for the tubing kit 4 did not identify any trends. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity hq processing module, serial number (B)(6) or the tubing kit 4 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely decreased hemoglobin results generated on the alinity hq processing module for multiple samples. The customer noted some initial results were around 60 g/l and repeated within normal range on another instrument. No specific data or patient information was provided. No impact to patient management was reported.